Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder and acid reflux (oesophageal). Previously administered products included for an unreported indication: acetaminophen and nsaid's. Concurrent conditions included cramp in lower abdomen and pelvic discomfort. Concomitant products included esomeprazole since 2008, ibuprofen (motrin children) since (B)(6) 2017, norethisterone (micronor) since (B)(6) 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 18 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), amnesia ("memory loss") and hypoaesthesia ("numbness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, menstrual disorder, infection, amnesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, depression, dysmenorrhoea, headache, hypoaesthesia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. This case become serious incident. Removal information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder and acid reflux (oesophageal). Previously administered products included for an unreported indication: acetaminophen and nsaid's. Concurrent conditions included cramp in lower abdomen and pelvic discomfort. Concomitant products included esomeprazole since 2008, ibuprofen (motrin children) since (B)(6)2017, norethisterone (micronor) since (B)(6)2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 17 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), amnesia ("memory loss"), hypoaesthesia ("numbness"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the headache, menstrual disorder, infection, amnesia, hypoaesthesia, depression, anxiety, migraine, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, headache, hypoaesthesia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device. Date of birth: (B)(6)1974 (discrepancy noted) received treatment for- pain, bleeding. Discrepancy noted: date(s) of insertion: (B)(6)2013 previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: results: confirmed essure device was successfully occluded; on (B)(6)2015: results: total bilateral occlusion. Lot number: b06103 manufacturing date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. On 4-jun-2020: plaintiff fact sheet received. Essure insertion date was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder and acid reflux (oesophageal). Previously administered products included for an unreported indication: acetaminophen and nsaid's. Concurrent conditions included cramp in lower abdomen and pelvic discomfort. Concomitant products included esomeprazole since 2008, ibuprofen (motrin children) since (B)(6) 2017, norethisterone (micronor) since (B)(6) 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 18 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), amnesia ("memory loss"), hypoaesthesia ("numbness"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the headache, menstrual disorder, infection, amnesia, hypoaesthesia, depression, anxiety, migraine, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, headache, hypoaesthesia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device date of birth: (B)(6) 1974 (discrepancy noted). Received treatment for- pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Lot number was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder and acid reflux (oesophageal). Previously administered products included for an unreported indication: acetaminophen and nsaid's. Concurrent conditions included cramp in lower abdomen and pelvic discomfort. Concomitant products included esomeprazole since 2008, ibuprofen (motrin children) since (B)(6) 2017, norethisterone (micronor) since (B)(6) 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 18 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), amnesia ("memory loss") and hypoaesthesia ("numbness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, menstrual disorder, infection, amnesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, depression, dysmenorrhoea, headache, hypoaesthesia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.